Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that sometimes the stim surges up and down even when the ins is fully charged pt clarified that it is not painful stimulation but she can feel the change in stim. - pt stated she noticed in her move to ga (B)(6) 2022 the patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included pt mentioned on the call they (implant hcp) didn't put it in on both sides.(pss understood pt is referring to the lead wires) .the hcp in tn did an xray and made pt aware that she only has a lead on one side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.